Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 7120 comp. Implantable tachy lead (B)(6) 2011; 1258t comp. Implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported the patient's device was explanted due to infection. Another device was implanted. No further patient complicationswere reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.